Event description:
This report is being filed upon notification from our manufacturer in other country, the netherlands to submit this adverse event. Problem: the pt had a mr procedure. The pt was scanned with the synergy body coil with their feet first into the magnet. The coil was positioned for a hip examination. It was observed that the coil cable was routed between the left arm and left breast. Immediately after the examination, first and second degree burns with a 17 mm and a 24 mm blister appeared on the inside of the left upper arm and left breast.

Manufacturer narrative:
(Conclusions) (other) - the cable was routed between the left arm and left breast. The cable was possibly touching the inside of the pt's arm and left breast. The coil cable became hot during the exam. The heating was most likely caused by unwanted rf interference. Depending on the position of the coil and the pt, this could lead to heating of the coil cable or elements and/or unwanted rf interference. Such interference is hard to predict because with rf interference many factors play a role. Such as: the position of the pt in the bore, the condition of the pt, the position of the coil in the bore, the position of the coil and cables related to the pt, the scan techniques used, etc. So the same coil may contribute to an rf burn in one examination but will not lead to a burn in many other examinations on the same site. The instructions for use already contains warnings related to coil and cable positioning. Note: the indicated importer has received FDA exemption number to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.